Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they can feel their implantable pulse generator (ipg) "buzzing. Like an electrical wire. Like a short circuit.". The ipg remains in use. No further patient complications have been reported as a result of this event.